Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for severe neurological pain and restless leg syndrome. It was reported that the patient has severe neurological pain and restless leg syndrome so his leg muscles were in constant pain and cannot walk, so the spinal cord stimulation was implanted. It felt good for about 3 days after implant and started to get painful. Patient states they lost all the programs and only has one program left. They can turn the current up and down. When the doctor in india suggested turning the stimulation up, the patient could feel a little bit of hotness coming in the top of his spine where the stimulator was placed. It was noted that the patient was implanted in india and now in cambodia, the patient was hoping to find a physician near there.